Manufacturer narrative:
H6: investigation summary: one used sample were provided to our quality team for investigation. The product was visually inspected, no defects or damage was noted on any of the samples or components, however, a leakage past the stopper ribs was observed. The stopper was verified to be properly assembled onto the plunger. A device history review was performed for the reported lot 2003216, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. The returned samples underwent these tests and product met required specification. Based on the available information we are not able to determine a definitive root cause at this time. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: liquid (nacl) comes up along the rubber of the stopper. Leakage. (In the previous report, the liquid remained between the rubber, but here there is a leakage along the stopper). In this case a leakage of nacl is not serious, but it can of course also happen when preparing cytostatics. In that case it can have serious consequences'.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: liquid (nacl) comes up along the rubber of the stopper. Leakage. (In the previous report, the liquid remained between the rubber, but here there is a leakage along the stopper). In this case a leakage of nacl is not serious, but it can of course also happen when preparing cytostatics. In that case it can have serious consequences'.